Manufacturer narrative:
The insulin pump had missing segments on the display due to cracked and bleeding liquid crystal display glass. The insulin pump had a cracked case at a display window corner.

Event description:
It was reported that display window was damaged. It was reported that ink bled on screen display. Insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.